Event description:
Surgeon inserted the ventralight st echo 2 (4"x6") mesh into the patient as planned. During insertion the mesh's positioning system "came apart", this malfunction forced the surgeon to ask for a new piece of the same type of mesh. The second piece was opened to the field and the procedure was completed as planned.